Event description:
It was reported that patient presented remotely with an alert for non sustained lead noise. About a month later, the asymptomatic pateint presented in clinic during follow up and a stored egm noted post-paced t-wave oversensing. Programming changes were made. Device remains implanted. Patient will be monitored.

Event description:
New information notes that subsequently the patient presented to the clinic after receiving a vibratory alert for non-sustained lead noise due to oversensing of myopotentials. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.